Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while registering the robotic drill prior to beginning the cori tka procedure, the system kicked them out of the case with an error "system console is bad". They re-entered the case and proceeded to register the drill without error, but were kicked out of the case two times more. The milling process of the distal femur was completed with a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console despite the reported complaint being a software issue that had been confirmed in the case files provided. There were no visual or functional non-conformances related to the reported event identified. The software files were downloaded from the device and provided for investigation. Screenshot review confirmed the ¿system console is bad¿ error. A log file review confirmed this error message was a result of a known software bug that has been corrected in the release of cori-v1.4.3 software. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc.this situation is captured in the optimus risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Escalation actions applicable to the scope of the reported complaint have been reviewed, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance. H3, h6, h10

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). Section: h3, h6: the product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue related to the drill disconnect. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that while registering the robotic drill prior to beginning the cori tka procedure, the system kicked them out of the case with an error "system console is bad" . They re-entered the case and proceeded to register the drill without error. Then, during the case, while beginning the milling of the distal femur, the surgeon was burring for less than 5 seconds before receiving the drill disconnect error . Their first attempt to recover was to remove the burr and unplugging the drill then re-plugging and re-registered the drill. When they plugged the drill back into the console, the screen went blank and then kicked us out of the procedure. They had to re-enter the case and registration was completed without an error, but was soon as the surgeon began to mill the femur again, they immediately received an error. This time, they opened another tray and swapped drills. When plugging in the drill, it kicked them out of the case for a second time, but this time they successfully registered the drill and completed the milling process of the distal femur with a delay of fewer than 30 minutes. No other complications were reported.